Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
Consumer reported complaint for high control test results. The customer feels well and did not report any symptoms. The test strip lot manufacturer's expiration date is 03/27/2017 and open vial two months ago. Product is stored according to specification. During the call on (B)(6) 2016, a back to back control test was performed by the customer and produced test results of 63, 57, and 62 mg/dl using control solution lot #5bc1a10, level 1; not within acceptable range of 26 to 56 mg/dl. Manufacturer's control expiration date is 11/30/2017 and control open date is (B)(6) 2016. The meter memory was reviewed for previous test result: (B)(6). Customer states that her expected range is 130-140mg/dl fasting but the meter was giving high results. Customer states that she is taking metformin and januvia and she does not test every day.